Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was not using the 670g insulin pump so, the auto mode was not active. Customer said they gave themselves too much insulin through manual bolus.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone that they were experiencing low blood glucose level 36 mg/dl and hospitalized for treatment on (B)(6) 2020. Duration and treatment in hospital is unknown. Customer was not able to do troubleshooting for low blood glucose level. It was unknown if insulin pump was on auto mode. Insulin pump will not be returned for analysis.